Event description:
Pt came into office with chest pains. Pt did not want to go to ER. Did ECG on pt, were about to put on oxygen and give drugs (nitro) when pt condition worsened. Attempted to use defibrillator. It would charge up but not deliver energy to pt. Both dr and nurse tried 4-5 times at various energy levels. A second defibrillator was used on the pt. The defibrillator did function properly, but the pt was not revived. The dr indicated that less than 30 seconds passed from the last attempt of the first defibrillator to the first attempt with the second defibrillator. Although a death occurred, this report is being filed as a malfunction and not as a death report due to the statement made by the attending physician. The physician didn't think that any defibrillation would have helped the pt, heart damage was too great for the pt to recover from. Therefore, the device did not cause or contribute to the pt death.